Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 1466 pg/ml. The repeat result was 187 pg/ml. The repeat result from another cobas analyzer was 187 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not determine a specific root cause. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There is no evidence to suggest a malfunction of the device.